Event description:
Pt reported experiencing an elevated blood glucose level on (B)(6) 2011 and he believes the infusion device is the cause. Pt stated he changed the infusion device to his old infusion device using the same basal rate and his blood glucose level returned to normal. Pt reported he changed back to his primary infusion device and in the night, his blood glucose became elevated. Pt stated the doctor corrected his blood glucose level with an insulin pen. Pt reported his elevated blood glucose level was 31.0 mmol/l (558 mg/dl) on two days. Pt stated he had 3+ ketones. Pt's normal blood glucose level was not provided. No further info is available. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.